Manufacturer narrative:
Additional information was received that the patient had pain in areas the stimulation was not supposed to cover.

Event description:
A report was received that the patient was experiencing more pain with the stimulator. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads and click anchors were replaced. It has been reported that the patient was experiencing inadequate stimulation. Data base analysis showed that the impedance measurements has high values on port ab (16 contacts) and port cd (9 contacts). It was believed that inadequate stimulation was due to high impedances. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing more pain with the stimulator. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing more pain with the stimulator. The patient will undergo a revision procedure.